Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. She was unable to remove the pledget herself, so she went to urgent care for medical assistance for removal of the pledget from her vaginal cavity. She did not experience any serious adverse health effects.